Event description:
It was reported that patient complains of continuous pain since surgery. Pain is dull and feels that her leg "buckles." She has had physical therapy for 8 months, but nothing has helped the pain. Pain is worse than before the surgery. Patient received recalled letter from surgeon, but no one can give her an answer on what is causing the pain.

Manufacturer narrative:
Evaluation conclusion: a visual inspection was performed as part of the material analysis. The report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The side most affected was the medial side of the neck to stem trunnion. The neck to head trunnion exhibited an as-manufactured surface condition. The base alloy of the modular neck was found to be a cr-co-mo alloy consistent with an astm f1537 alloy 1 material. No material or manufacturing defects were observed on the surfaces examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.